Event description:
Caller reported a cartridge alarm, specifically cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump to resolve the issue. The customer agreed to use multiple daily injections as backup therapy until the replacement pump arrived. Instructions were given to put the problematic pump into storage mode and return it to tandem. Additionally, the customer was advised on procedures for using the replacement pump, particularly with a g7 sensor. The replacement pump, equipped with updated software, was sent without requiring a delivery signature.